Manufacturer narrative:
(B)(4). The customer returned 24 representative samples of product 528235 visistat 35w 6/box for investigation. The returned samples were returned in their original packaging. The actual sample was not returned. The representative samples were visually examined with and without magnification. Visual examination of the returned devices revealed that the samples appear typical. No defects or anomalies were observed. (B)(4). Functional inspection was performed by attempting to fires staples from the returned staplers. Three of the devices were chosen. For the first stapler, the trigger was engaged. Upon full engagement of the trigger, the staple was released. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The first stapler was returned with 35 staples remaining in the cartridge. Two other staplers were also tested and both staplers were able to function properly with no issues found. Both staplers were returned with 37 staples remaining in the cartridge. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time only representative samples were returned and there were no functional issues found with the devices. The reported complaint of "staples stuck in stapler" could not be confirmed since the actual sample was not returned. Twenty-four re presentative samples were returned in place of the actual sample that resulted in the complaint issue. The returned staplers were all able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. No further action will be taken. The root cause is unknown.

Event description:
The staples came out improperly or not at all. There were no clinical consequences.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73k1600535 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples came out improperly or not at all. There were no clinical consequences.